Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the damage to the connector resulted in the b30 error. However, a definitive root cause could not be established. A likely cause is an expected component failure or random component failure without any design or manufacturing issue a should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the beonchovideoscope connector's metal contacts were damaged and causing a b30 scope communication error. There were no reports of patient involvement.